Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy due to t wave oversensing. Lead dislodgment and double counting on both the atrial and ventricular signals were observed. The lead was repositioned successfully.